Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port leaked from the septum. The following information was provided by the initial reporter: (B)(6) 2025 after successful placement into a patient's vein the needle piece was removed and blood leaked out the back. The system was removed and a new IV placed into the patient.

Event description:
No additional information.

Manufacturer narrative:
The complaint that the needle would not separate from the nexiva IV catheter adapter was confirmed due to the circumstantial evidence that was observed within the safety mechanism. The safety mechanism was received separate from the two 18g nexiva IV catheters that were provided for investigation. The safety mechanism exhibited damage that was consistent with misalignment between the needle and tip shield during assembly. Although the needle was fully withdrawn through the tip shield and separated from the IV catheter, the damage likely prevented the tip shield from easily separating from the catheter adapter. The appropriate manufacturing personnel were notified of the damaged that was observed within the tip shield. A functional test revealed no leaks in either of the two nexiva IV catheters that were provided for investigation. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.